Event description:
It was reported that during the surgical procedure, the surgeon was unable to continue with the case as the site did not have the correct instrument available. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.

Manufacturer narrative:
Per the case notes, it was determined that the instrument that the site had in their inventory was for their da vinci surgical system, and is incompatible with their da vinci s surgical system. The site did not have the correct instrument for their da vinci s surgical system in their inventory in order for them to complete the planned surgical procedure. The da vinci and da vinci s surgical system instruments differ in the color, and fit of their housing and are not interchangeable. The instruments are clearly marked indicating which system they should be used on. The da vinci s surgical system user manual explicitly states that "environmental or equipment failures may cause the da vinci s system to be unavailable. The surgical team should always have backup equipment and instrumentation available, and be prepared to convert to alternative surgical techniques."